Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-feb-25. It was reported that the cause of the issue was an unintentional pocket fill. It was noted that the encounter happened on (B)(6) 2019 (note: this conflicts with the previous report that the event occurred on (B)(6) 2019. The pocket fill was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 120 mcg/ml baclofen at 11.208 mcg/day and 10 mg/ml morphine at 0.934 mg/day via an implantable infusion pump for non-malignant pain. The hcp reported that they suspected a pocket fill occurred. The patient was kept in the hospital. The hcp reported that they emptied the pump and filled it with saline and programmed the pump to minimum rate until the obtundation went away. The hcp was assisted with priming the pump. No further complications were anticipated/reported.